Event description:
New information received noted that rf telemetry could not be established with the pacemaker. The firmware was updated on (B)(6) 2021 and the rf telemetry was restored.

Manufacturer narrative:
Correction: device information was previously reported incorrectly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, rf telemetry could not be established, but the device could be interrogated via inductive telemetry with a wand. Further evaluation revealed a rf internal error. No intervention was reported. There were no patient consequences.